Event description:
It was reported from (B)(4) that the attachment device overheated during usage. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The reporter¿s name and complete address was not provided. The device manufacture date is unknown based on the serial number provided by the reporter. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). The device manufacture date was updated from unknown to (B)(4) 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.